Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that the pt is unable to communicate with his ipg using either the charging system or programmer. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on this matter found that the reported issue persists with use of the new charging system. No further info is available.